Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a fill tubing procedure. The blood glucose reading was 98 mg/dl. After the customer cleared the motor error alarm, another error alarmed. No significant events leading to the alarm were observed. The customer also observed a crack at the top right of the display. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to the motor leaking oil and contaminating the motor home switch. No motor encoder position error alarm could be verified due to the motor error alarms. The insulin pump was received with a cracked case at the display window corners, cracked display window and minor scratches on the display window.